Event description:
This is a case report received by baxter (B)(4) on 27 march 2010 from (B)(6) hospital via the account manager. Reportedly, on (B)(6) 2010 an aquarius gef09600, lot number 2796 was involved in an incident as described by the account manager: "aquarius machine with both 'total fluid loss and timed programme' by previous shift. When sister cox came on duty she noted the error and reset totals and re-programmed the machine for 'total fluid loss' only. She then noted that the machine removed too much fluid too quickly. She then zeroed reset the programmed for a timed' programme. This time 470mls fluids were removed quickly. The patient's condition was compromised requiring additional medical intervention. Again the programme was zeroed and reset for a 4 hourly timed programme of zero fluid removal. From 06.00hrs until 07.00, she stated that she had 3 x balance alarms. We discussed the above as we could not resolve the issue I advised her to disconnect the machine and I would request the machine be checked. During my conversation with the sister, she said the patient recovered quickly and he is currently fine." The device is not available for evaluation as it has been checked and repaired on-site (B)(6) 2010 and is back in use.

Manufacturer narrative:
Evaluation of the device was performed in-situ and the results were not provided at the time of this submission. However, it is reported that the device is back in service. Unknown until the device history record review is communicated via the manufacturer results and conclusion will be provided upon receipt of the technical service report a DHR review will be conducted by the manufacturer and the results will be submitted along with the device evaluation results in a follow up submission.